Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer parents reported via phone call that the reservoir lip ring was damaged. Customer's blood glucose level was unknown at the time of the incident. Customer stated that the reservoir was not able to lock in place when inserted into insulin pump. The customer stated crack on the reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received unable to perform the displacement due to complete broken reservoir tube lip, broken battery tube threads and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.